Event description:
It was later reported that the patient experienced increase in spasticity in 2012 and was ¿treated with internal medicines and saline under observation for clinical course.¿ the results of the previously reported MRI confirmed the catheter tip as "being migrated to below the dura.¿ it was unknown if the event was related to procedure. Classification of severity for the event noted as ¿hospitalization or prolongation of hospitalization for treatment of adverse event.¿ adverse event outcome noted as ¿not recovered.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an aggravated contracture was found in 2012 but it was not considered a serious case at that time. The patient followed up with their healthcare provider and both of them consented to conducting a test on the catheter to determine if the catheter needed to be replaced. On day of report, an MRI was performed to check the catheter. The results confirmed dislodgement of the catheter. In the afternoon on day of report, the replacement were conducted and ended successfully.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# unknown, explanted: (B)(6) 2013. Product type: catheter. (B)(4).